Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation, the gds as received had an oxygen flow sensor that was bent and damaged and a cracked u1 sensor. The returned gds was installed onto a known good test unit where the returned part failed testing. A watchdog 100b error code "watchdog test failed" occurred and normal operation would not resume. The test ventilator was powered into service mode and it was noted that the oxygen flow sensor stuck at the maximum value of 240slpm regardless of set point. Different symptoms were noted due to the mechanical damage of the o2 flow sensor. Due to mechanical damage of u1, testing unable to be performed. U1 verified as physically cracked and failing. Since oxygen flow issues were not reported from fse, and from the nature of the mechanical damage noted on oxygen sensor u1 it is speculated that this unit was damaged in shipping and handling. A known good o2 sensor was used in replacement of the returned o2 sensor for investigation of the original pr. Refer to attached images for evidence of broken oxygen flow u1 sensor.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the average air slpm was 0.8 under the atmospheric pressure. There was no patient involvement.